Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge flew out of the stapler during firing. It was reported the device delivered a couple unformed staples. The staples were removed. The device was reloaded and the case was completed. This occurred on the 1st firing and the cartridge color is unknown. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.